Manufacturer narrative:
Per -(B)(4) initial report: it has been confirmed that details surrounding the primary surgery, operative notes, patient medical history and device details could not be obtained for this investigation, therefore it has not been confirmed that the reported cup is a corin device, however, the surgeon representatives believe it to be a trinity cup. The devices were discarded by the hospital following the revision. The device details are unknown and thus the device manufacturing records could not be identified or reviewed. Based on the information available for this case, no further investigation can be conducted and thus corin now considers this case closed. However, should any new information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a liner, head and cup due to movement of the cup. The date of primary surgery is unknown. Please note: corin surgeon representatives have stated that they believe the revised cup to be a trinity device, however, the device details and information regarding the primary surgery could not be obtained and thus it cannot be confirmed whether or not it was a trinity cup.